Event description:
It was observed that during the device evaluation, the subject device showed image flickering. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: displayed image is flickering. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is twisted, the displayed image is flickering and also cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.